Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There was no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female pt had developed an irritation/bed sore under her garment. The pt was reportedly using conductive gel underneath the therapy electrodes. The doctor was treating the pt's wound with an unk medication. Follow-up indicates that the sore was being dressed daily. The pt's medical outcome is unk at this time.